Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. The device has been identified to be part of masimo recall and is assigned recall (B)(4). The customer has been notified of this recall, however, the device was never returned.

Event description:
It was reported that this device keeps powering itself off. There was no known impact or consequence to patient.